Manufacturer narrative:
(B)(4). H6 codes: health effect - clinical code - e1803 nodule. Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024, the patient experienced a skin reaction with a lump and pain. The patient consulted a doctor, and the reaction was treated with a prescription of an oral antibiotic keflex (cephalexin) for 7 days for infection. At the time of the report the patient was okay. No additional patient or event information is available.